Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of material outside the outflow graft could not be conclusively determined through this evaluation. It was reported that the patient fell out of bed on the night of (B)(6) 2019 and was seen in the emergency room. The patient was found to have 2 right-sided rib fractures that were conservatively managed. As a part of the workup, a CT of the chest, abdomen, and pelvis was performed. There was initially some concern of thrombus in the efferent conduit of the lvad; however, further discussion of the CT scan determined that it was more likely a layer of material outside the outflow graft. There were no plans for surgical interventions at this time. There were no reports of device-related issues or issues related to flow. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remained ongoing on mlp-005413 following this event until he underwent a pump exchange due to an unrelated event (MFR 2916596 -2019 -05324). The device was not returned and there is no product available for investigation. The reported event and subsequent investigation did not identify any specific device-related issues. The heartmate 3 lvas IFU lists several adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2019 the patient fell out of bed at night and was seen in the emergency room. He was found to have 2 right-sided rib fractures that were conservatively managed. As part of the workup a CT chest abdomen pelvis was also done and there was initially some concern of the thrombus in the efferent conduit of the lvad. The account reported that the CT scan was discussed and was determined more likely a layer of material outside the outflow graft. No plans for any surgical intervention at this time. No further information was reported.